Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker exhibited a significant change in longevity remaining. Reportedly device was at eol (end of life). Evidence suggests that it was declared sooner than expected. No evidence of elective replacement indicator (eri). This device was explanted as normal battery depletion. No adverse patient effects were reported.